Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, foley catheter was disconnected and removed due to difficulty in removing water. Placement was done the day before at operation. No resistance. The next day, the healthcare professional tried to remove the catheter, but after removing about 5 liters of water, had difficulty removing the catheter. The catheter was cut off, but it could not be drained, so it was forcibly removed. There was a little hematuria due to this.